Manufacturer narrative:
Radiometer investigations on the provided data, showed that the database of the abl90 flex plus analyzer got corrupted. Hence the root cause, was software error.

Event description:
Customer reported blurred lines across the patient result page, when running a sample on the abl90 flex plus blood gas analyzer (serial number: (B)(6)). Customer ran 5-6 samples and all of them gave the same result. Only 1 result transmitted over to lis system and all the other samples were lost. Customer rebooted the analyzer due to error code 7.

Manufacturer narrative:
Date of event is estimated.